Event description:
It was reported that a shaft break occurred, requiring additional intervention. A 4.00 x 20mm synergy xd drug-eluting stent was advanced for treatment. However, during insertion of the device, the shaft became bent and fractured into two pieces. The device was removed by utilizing snares and other devices, and the procedure was completed with a different device. There were no patient complications nor injuries reported.

Event description:
It was reported that a shaft break occurred, requiring additional intervention. A 4.00 x 20mm synergy xd drug-eluting stent was advanced for treatment. However, during insertion of the device, the shaft became bent and fractured into two pieces. The device was removed by utilizing snares and other devices, and the procedure was completed with a different device. There were no patient complications nor injuries reported. It was further reported that the 100% stenosed target lesion was located in the moderately tortuous and moderately calcified circumflex artery.

Manufacturer narrative:
Device evaluated by MFR: a synergy xd mr was returned for analysis. Visual, tactile and microscopic analysis was performed on the device. Visual and tactile examination identified a shaft break 54.5cm distal to the distal end of the strain relief, confirming the reported event. No other device issues were identified during returned product analysis. Based on the event description and analysis of the returned device, the reported shaft break was most likely due to patients challenging lesion. It is likely that an excessive force was used to maneuver through the moderately tortuous and moderately calcified circumflex artery which caused the shaft to bend and break.